Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the air bubbles were reoccurring. The customer¿s blood glucose was 18 mmol/l. Customer was assisted with troubleshooting. The customer stated that the air bubbles were noticed by customer during therapy and location of bubbles was reservoir and infusion set. The customer stated that the size of air bubbles was larger than champaign bubbles. The device will not be returned for analysis.